Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a stent shaft break. Iimdrf impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that, during the transurethral ureteroscopy, right ureteral space occupying biopsy, transurethral ureteral stent placement procedure using a percuflex stent when it was advanced into the lumen about 4 to 5 cm, resistance was met. The stent was slowly withdrawn; however, the stent was found broken into two pieces along the shaft. The broken piece was completely removed from the patient with the use of clamps. Another stent was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.